Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of lichen sclerosus ("autoimmune condition: lichen sclerosus.") In a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced lichen sclerosus (seriousness criteria medically significant and intervention required) with pain of skin. The patient was treated with steroid antibacterials and surgery (hysterectomy). Essure was removed in (B)(6) 2015. At the time of the report, the lichen sclerosus outcome was unknown. The reporter considered lichen sclerosus to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: lichen sclerosus, pain of skin. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of lichen sclerosus ("autoimmune condition: lichen sclerosus.") In a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced lichen sclerosus (seriousness criteria medically significant and intervention required) with pain of skin. The patient was treated with steroid antibacterials and surgery (hysterectomy). Essure was removed in (B)(6) 2015. At the time of the report, the lichen sclerosus outcome was unknown. The reporter considered lichen sclerosus to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: lichen sclerosus, pain of skin. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.